Event description:
It was reported that the ventricular assist device (vad) patient was admitted to hospital for slight hemolysis. While in hospital the patient was on an anticoagulant and a blood thinner for a mildly elevated lactate dehydrogenase (ldh) of around 450 u/l. Per log file review, there were spikes in flows and power and resolved back to baseline and there was suspicion for ingestion of a clot. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: ddmb1d1 ICD implanted (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. A review of the manufacturing documentation was not per formed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a sharp increase in power consumption and estimated flows beginning on (B)(6) 2024, followed by a return to baseline parameters on (B)(6) 2024. In addition, six (6) low flow alarms were logged since (B)(6) 2024. As a result, the reported high power and low flow events were confirmed. Of note, information provided by the site indicated that the patient received anticoagulant therapy. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information and historical review of similar events, the most likely root cause of the reported high-power event can be attributed to external factors such as thrombus formation/ingestion. Based on risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Per the instructions for use, device thrombus, hemolysis, and neurological dysfunction are known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of a neurological dysfunction events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient was admitted to hospital for slight hemolysis. Per log file review, there were spikes in flows and power and resolved back to baseline and there was suspicion for ingestion of a clot. While in hospital the patient was on an anticoagulant and a blood thinner for a mildly elevated lactate dehydrogenase (ldh) of around 450 u/l. The vad remains in use. No further patient complications have been reported as a result of this event. On (B)(6) 2024: it was further reported that no thrombus was confirmed, and the patient lactate dehydrogenase (ldh) continued to rise. The patient was moved to intensive care unit (ICU) for monitoring. The integrelin and heparin gtts continued. Auto logs were submitted for review and there was a concern for the patient rising lactate dehydrogenase (ldh), and a vad exchanged is being considered. A recent computerized tomography (CT) scan did not show inflow or outflow graft occlusions. No urine changes, mentation slightly altered, small stroke was suspected, and a head CT scan did not show major signs of a stroke. Auto logs currently show the vad parameters are back to baseline, and the patient is clinically hemodynamically stable. It was also reported that the patient continued to have periods of low flow alarms after the hematocrit (hct) adjustment. The patient ldh was 856 and peaked at 1015 the day before. It was noted that the integrelin medication was at the maximum, and there were no power issues. The vad was exchanged to a competitor device.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received and a correction to the event date. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.